Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replace the power management board. The fse replaced the power management board and the issue was resolved.

Event description:
It was reported that the unit would not power on from ac power when the battery was disconnected. There was no patient involvement. Event date not specified, estimate used.